Event description:
A customer reported to beckman coulter inc., (bci) that a wash concentrate ii solution bottle broke and leaked out of the container when loaded on the synchron cx5 delta instrument. No injury was reported on this issue.

Manufacturer narrative:
Customer was sent replacement.